Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the motor error occurred intermittently. The customer received the motor error during bolus delivery. The call was lost.